Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin drops exiting the infusion tubing during the fill tubing process. The customer's blood glucose level was not impacted. As this event had occurred in the past, troubleshooting to determine a possible cause of this event was unable to be determined.